Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia on (B)(6) 2022. The current blood glucose level was 60 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer will continue to use the device.